Event description:
It was reported the patient experienced inadequate pain relief. Attempts to reprogram the device were unsuccessful, and the patient described a feeling of heaviness in the legs associated with stimulation. The patient underwent an explant procedure where the spinal cord stimulator (scs) system was removed.

Manufacturer narrative:
Date of event: date unknown . Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 18117696. Product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 18761064. Product family: m365sc43160, upn: m365sc43160, model: sc-4316, serial: na, batch: 19259047.

Manufacturer narrative:
The returned ipg was analyzed and found that the monitored stimulation on an oscilloscope was consistent and working as expected. The device passed all tests performed and exhibited normal device characteristics.

Event description:
It was reported the patient experienced inadequate pain relief. Attempts to reprogram the device were unsuccessful, and the patient described a feeling of heaviness in the legs associated with stimulation. The patient underwent an explant procedure where the spinal cord stimulator (scs) system was removed.